Event description:
It was reported that during an oral surgical procedure that the blade broke from the shaft. It was further reported that the broken piece of the device did not fall into the surgical site and that there was another blade available to complete the procedure successfully.

Manufacturer narrative:
Device not returned for evaluation. Work order documentation was reviewed and all specifications were met.